Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0fkl4, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had minimal stimulation sensation. The patient had good relief until their post-operative appointment 2 days ago. It was noted that the patient didn¿t know what was done in the office but on the way home during only a 2 hour car ride the patient stopped feeling stimulation and had leaking and frequency. The patient adjusted program 1 up to 5.5v with minimal stimulation sensation and it went away quickly. It was reported that the patient changed to program 2 and increased to 5.9v and couldn¿t feel the stimulation and once in a while during increasing they felt a slight twinge in the bicycle seat area. The patient tried program 3 and went up to 5v and felt slightly more than a twinge and it went away. It was noted that the patient would leave it there and try the setting for a while and see what happened. Additional information received reported that the patient did have concerns with their device or therapy and they received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. An appointment date of the implant surgery on (B)(6) 2014 was noted.